Event description:
Administering flu vaccine to patient. After pushing plunger down and pulled back, the needle was disconnected from plunger and in patient¿s leg. Medical assistant (ma) pulled needle out of leg using a gloved hand.